Event description:
It is reported that patient returns approximately one month after removal of tooth #14(universal) and placement of implant. Patient states things seem to be healing more slowly than what he has experienced with prior implants. Upon examination, implant is stable, mild soft tissue setting against the buccal surface on the implant with a small crevice having formed between the buccal gingival margin in the healing cap. No visible debris. Healing cap removed and the site irrigated with peridex. A cover screw was placed and gelfoam tucked into the gingival defect. No signs of infection. Patient returned approximately after two weeks and soft tissue defect persist, subtle exposure of some of the crestal portion of the implant shoulder. The implant was removed.

Manufacturer narrative:
Zimvie complaint (B)(4). Patient weight is not provided / unknown. Additional 510(k) number is k101880.

Event description:
No additional or corrected information to report.

Manufacturer narrative:
This report is being submitted to report additional information. The product was returned. The reported event could not be verified through the provided x-ray. Based on the evaluation, device malfunction has not occurred. Additionally, there is no existing nonconformance / CAPA / hhe/d / ie / product hold against the reported device that did or could cause or contribute to the reported event. Monthly post market trending review identified no actionable trends or corrective actions for the reported event or device. Zimvie quality management system (qms) has controls in place to ensure the distribution of conforming products. Therefore, based on the available information, the product was within specifications and conforming when it left zimvie. DHR review for the lot had revealed no deviations nor non-conformances which could have caused or contributed to the reported event. Sterilization record was reviewed and verified to have passed all sterilization activities with no issues or nonconformities identified. Complaint history review was performed for the reported lot number for similar events and no other complaint was identified. Functional testing could not be performed for the reported event. Therefore, the reported event could not be recreated. A definitive root cause could not be determined. No further investigation or immediate CAPA/hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimvie will continue to monitor for trends.